Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump was beeping excessively with a closed circle on screen. Customer was assisted in turning off the auto off alarm. Customer states that she had a hard time inserting infusion set and would not reconnect until she receives more training with her representative. Customer also reports having low blood glucose. She states on scene. Customer was assisted in turning off the auto off alarm. Customer states that she had a hard time inserting infusion set and would not reconnect until the receives more training with her representative. Customer also reports having low blood glucose. She states that there was a difference in readings between her bayer meter and one touch meter. Bayer meter read 22 mg/dl and one touch read 10 mg/dl. Paramedics were called but blood glucose was 70 mg/dl upon arrival of paramedics therefore, customer was not taken to the hospital. No further information provided.